Event description:
Customer reported that the pump malfunction occurred after the device got wet, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur. Customer was advised that they could continue using the pump and to reach out if the malfunction code appeared again.